Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time.

Event description:
A pt, age and gender unknown, underwent a therapeutic removal of the enteral feeding device. During the procedure the shaft of the tubing tore and separated along with the button and remained in the gastric cavity. Due to the pre-procedure diagnosis of peritonitis the stomach was opened and the device was removed successfully. The pt was reported as stable.